Event description:
The patient reports the stimulation is ineffective and as a result he has not been using the system. The stimulation is either too strong or too weak. Follow up information identified the patient is no longer receiving effective stimulation despite increasing the amplitude. Reprogramming was unable to resolve the issue and lead diagnostics showed all contacts are invalid. The patient is to follow up with his physician regarding this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.